Event description:
Territory manager received info from the ICU nurse who reported of the inability to inflate the fms inside the pt. Details of the issue is as follows: upon initial insertion of kit into pt rectal vault, nurse could only instill 10cc of water before autovalve shut off; aspirated 10cc back out; removed from pt. When outside of pt nurse could get a full 45cc to inflate through port into the balloon. Upon trying to reinsert the same fms control device, nurse encountered the same results; only 10cc water would instill into autovalve port into balloon and could not inflate further. Nurse repositioned the device into rectal vault slowly and applying even pressure. Nurse instilled water; however it would not go beyond 10cc. Nurse stated the black indicator line was at anus; so she is confident balloon was within the rectal vault. She removed this fms and inserted a new control fms successfully. No untoward effect to pt.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that complainant confirmed no lot available and no add'l info to be provided. Lastly, report states that the device was removed and replaced. No add'l pt/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a supplemental report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.